Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving no delivery alarms on her insulin pump. Customer's blood glucose was not known at time of event, but had last been 190 mg/dl at the time of this report. During troubleshooting, insulin did not exit when pushed through the tubing. When the customer changed out the reservoir, she was able to run a manual prime successfully, indicated a reservoir occlusion. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.